Event description:
It was reported that the patient experienced an infusion set bent cannula event which resulted in hyperglycemia on (B)(6) 2026. The patient noticed symptoms within three or more hours after insertion. The patient¿s blood glucose level was reported to be 578 mg/dl and was managed with a correction bolus administered via the pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.